Event description:
It was reported that while using the kit bd max enteric viral panel that there was false positive. The following information was provided by the initial reporter: we are seeing a few issues with one of our bd max instruments overcalling rotavirus. I am trying to determine whether this is contamination (user error during set up) or if there is another issue. Due to the frequency of these sorts of results on this instrument I am starting to think it is less likely related to contamination during set up. Please find attached the run file and report for run 2414 in which there are a lot of rotavirus positive results. All rotavirus positive results were repeated on our second bd max analyser ¿ all results on repeat were negative except one (lab reference (B)(4) ¿ rotavirus positive on repeat). Although the rotavirus results are the main issue (due to the frequency and public health implications) I should also note that on this run the two adenovirus positive results were also not repeatable ¿ lab reference (B)(4).

Manufacturer narrative:
Common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results when using the bd max enteric viral panel assay (B)(4) lot 2203975 was performed by the review of manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained about multiple rotavirus positive results obtained with one of their bd max instruments. According to the customer, when repeated on another bd max¿ instrument, all except one sample gave a rotavirus negative result. Customer provided one run file #2414 and the database from instrument ct1814. Manual pcr curve adjudication of all rotavirus positive results revealed late and low but true amplification for rov target except for one sample, which presented a stronger rov positive result. This sample corresponds to the sample that also gave a positive result when repeated on the customer¿s other bd max instrument. Database analysis showed that since january 2023, a total of 5 runs were performed with the bd max¿ enteric viral panel assay; two runs (runs 2398 and 2399) were performed before run 2414 but no assay result was obtained since both runs had a could not pick up tips message error for all the samples. Two other runs (runs 2415 and 2477), performed after the problematic run, also contained late but true rov positive results. These results and the fact that all the recent runs in the database received contain late rov positive results suggest a potential contamination issue at the customer site. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric viral panel lot 2203975. The root cause was not identified. However, positives samples at the limit of detection of the assay or an environmental / cross contamination can explain the customer results. Nonetheless, no reagents issue is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while using the kit bd max enteric viral panel that there was false positive. The following information was provided by the initial reporter: we are seeing a few issues with one of our bd max instruments overcalling rotavirus. I am trying to determine whether this is contamination (user error during set up) or if there is another issue. Due to the frequency of these sorts of results on this instrument I am starting to think it is less likely related to contamination during set up. Please find attached the run file and report for run 2414 in which there are a lot of rotavirus positive results. All rotavirus positive results were repeated on our second bd max analyser ¿ all results on repeat were negative except one (lab reference 494673520 ¿ rotavirus positive on repeat). Although the rotavirus results are the main issue (due to the frequency and public health implications) I should also note that on this run the two adenovirus positive results were also not repeatable ¿ lab reference (B)(4).